Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing thresholds. The pace-sense portion of the lead was capped and a new lead for pacing and sensing functions was implanted. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.